Event description:
It was reported patient was revised approximately 18 years post implantation due to poly wear and pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h4, h6. The following sections was corrected: d4. Visual examination of the provided pictures identified that the explanted device is worn. Further evaluation could not be performed as the device was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X ray images were provided and reviewed by a healthcare professional. The images were not sent to radiology at this time. Image dates are not provided and cannot be correlated with the event. Explant images provide sufficient evidence of allegations. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.